Manufacturer narrative:
Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Event description:
The initial reporter stated they received a discrepant glucose result for one patient tested with a cobas® pulse instrument. At 06:51, a sample from the patient was tested using the instrument, resulting in a glucose value of < 10 mg/dl. At 06:53, a sample from the patient was tested using a second cobas pulse instrument, resulting in a glucose value of 227 mg/dl.

Manufacturer narrative:
The cobas pulse glucose test strip lot number was 788443. The test strip expiration date was requested, but not provided. The test strips were requested for investigation, but there were no additional test strips remaining in the vial the customer was using. The investigation is ongoing. Medwatch field e1 initial reporter establishment name - the full facility name was provided as (B)(6).

Manufacturer narrative:
The device raw data and measurement times were not available, so no further investigations could be performed. The investigation could not identify a product problem. The cause of the event could not be determined.